Event description:
In 2007, a surgeon performed a revision surgery to remove a disassociated closure top. During the removal of the closure top, the surgeon also removed and replaced the initial polyaxial screw. There was a surgical delay of 30 mins. There was no report of pt injury.

Manufacturer narrative:
.